Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 23 mm trifecta valve was implanted. Per report, the valve was explanted (B)(6) 2016 secondary to reports that the valve was no longer functioning due to anomaly involving the cusp.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.